Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the anti-tachycardia pacing therapies for atrial tachycardia/atrial fibrillation (at/af) accelerated the ventricular rate. Atp therapies were disabled and the device remains in use. It was further reported a bipolar and unipolar atrial lead impedance warning occurred with an undefined impedance value and the lead exhibited high atrial thresholds. Noise was also observed on during at/af episodes. A fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was not replaced and remains in use. It was further reported there was suspected right atrial (ra) lead oversensing observed on stored electrograms .